Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that an apexpro telemetry server (ats) was intermittently shutting down. The loss of monitoring was detected within one min and the pts were transferred to an alternate ats server. No pt injury or death reported.